Event description:
It was reported that the device lid did not spring open when the "on" button was pressed and it did not have audio prompts. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that the lid did not function properly and it did not have voice prompts. The speaker wire was connected but there was no sound. Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.